Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bridge bolus was incorrectly performed. The old concentration was 15 mcg and new concentration was 30 mcg. The old drug desired dose: 8.538 mcg/day, amount of bolus: 5.895 mcg. Duration of bolus: 16 hrs 34 minutes. The pump was reprogrammed with the new and correct settings. No pt adverse events were reported and the pt outcome was reported as "doing fine". The drugs infused via the pump included sufentanil (old 15 mcg/ml conc. 8.538 and new 30 mcg/ml, conc. 9.829) and bupivacaine new 2.5 mg/ml.